Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, longitudinal tissue shift occurred. In (B)(6) 2012, the subject presented to emergency with abdominal pain radiating to the back. The patient had elevated troponin values consistent with a myocardial infarction. An angiogram performed three days later revealed 70% stenosis in the lima to lad (left internal mammary artery to left anterior descending artery). Seventy percent distal stenosis was treated with pre-dilatation and placement of 2.5 x 20 mm ion stent. Post deployment, the proximal portion of the stent appeared hazy. The site confirmed that the haziness of the stent was due to 'longitudinal tissue shift'. Ic nitro was administered and a 2.5 x 8 mm ion stent was deployed to cover the hazy segment. The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel the following day.